Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found outside of fallopian tube') and uterine inflammation ('uterine inflammation') in a 46-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and multiparous. Previously administered products included for an unreported indication: microvlar from 2001 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain in the right side"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), memory impairment ("forgetfulness"), palpitations ("palpitation"), angina pectoris ("heart pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, memory impairment, palpitations, angina pectoris, anxiety and depression had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, angina pectoris, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, memory impairment, menorrhagia, mood altered, oedema, pain, pain in extremity, palpitations, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure found outside of fallopian tube. X-ray - on (B)(6) 2019: device dislocated and fragmented. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure found fragmented'), device dislocation ('essure found outside of fallopian tube') and uterine inflammation ('uterine inflammation') in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and multiparous. Previously administered products included for an unreported indication: microvlar from 2001 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criterion medically significant) and device dislocation (seriousness criterion medically significant), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine inflammation (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain in the right side"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("edema"), menorrhagia ("heavy and prolonged menstruation with clots"), headache ("intense headaches"), pain in extremity ("pain in legs"), peripheral swelling ("swelling in legs"), hypoaesthesia ("numbness"), tremor ("tremor"), back pain ("lumbar pain"), uterine pain ("uterine perforation sensation"), fatigue ("fatigue"), loss of libido ("loss of libido"), dyspareunia ("pain during and after sexual intercourse"), coital bleeding ("bleeding during and after sexual intercourse"), arthralgia ("joint pain"), mood altered ("mood changes"), alopecia ("hair loss"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("abdominal fluid retention"), pain ("generalized body pain"), vaginal discharge ("vaginal discharge with odor"), memory impairment ("forgetfulness"), palpitations ("palpitation"), angina pectoris ("heart pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with analgesics, antidepressants and anxiolytics. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, uterine inflammation, pelvic pain, breast pain, abdominal distension, oedema, menorrhagia, headache, pain in extremity, peripheral swelling, hypoaesthesia, tremor, back pain, uterine pain, fatigue, loss of libido, dyspareunia, coital bleeding, arthralgia, mood altered, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, memory impairment, palpitations, angina pectoris, anxiety and depression had not resolved. The reporter considered abdominal distension, adenomyosis, alopecia, angina pectoris, anxiety, arthralgia, back pain, breast pain, coital bleeding, depression, device breakage, device dislocation, dyspareunia, fatigue, headache, hypoaesthesia, intra-abdominal fluid collection, loss of libido, memory impairment, menorrhagia, mood altered, oedema, pain, pain in extremity, palpitations, pelvic pain, peripheral swelling, tremor, uterine inflammation, uterine pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure found outside of fallopian tube. X-ray - on (B)(6) 2019: device dislocated and fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.